Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history record for manufacturing revealed no complaint related issues. Product evaluation visual inspection revealed some minor damage to the top of the locking nut, the locking assembly was in the fully locked position with the aiming arm detached. The assembly function is as designed moving smoothly from the top to the bottom of the thread. Based on the manufacturing evaluation this complaint is deemed indeterminate. Placeholder.

Event description:
It was reported that a 12mm/130 degree cannulated trochanteric fixation nail and helical blade were placed for a hip fracture. During tightening, the set screw on the nail would not turn left or right. Both the nail and helical blade were removed. Upon removal it was noted that the nail, insertion handle and cannulated connecting screw, were locked together. Another set of instruments were used to place a new nail and helical blade. No issues reported with the helical blade. This is 1 of 3 reports for this event.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional common device name hwc. The manufacturing evaluation further revealed at some point after assembly the locking mechanism was moved from the set position and caused an interference with the aiming arm assembly. This interference would not allow the locking mechanism to function. The product evaluation reported as received; the connecting screw 357.397 seemed to be locked in the assembly. It was noted that the insertion handle was not seated completely and the investigator was able to twist it slightly. In this case the distal end of the connecting screw came in contact with the proximal end of the lock drive in the nails which prevented advancement of the locking mechanism in the nail. Using an 8mm cannulated shaft and an 11mm hex wrench (part number 357.398 & 321.20 respectively both of which can be found in the trochanteric fixation nail set) the investigator was able to disassemble the subject devices without much effort. The inside of the handle and nail contained dried blood and debris, which were taken to the bio-skills lab for additional cleaning and processing through the autoclave. From a design perspective nothing could be found wrong with the devices. It is possible that the operating room staff and/or consultant may not have exhausted all options to attempt disassembly and proper reassembly of the respective construct. The complaint was determined to be invalid. Original awareness date is 08/28/2011.

Event description:
This is report 1 of 3 for this complaint (B)(4).